Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system is experiencing delays in sending adt messages and that the appearance of new patients on the pyxis is notably sluggish. The customer stated that user was able to remove the med from another station and there are no pro long delays in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - corrected codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that station experiencing delays in sending adt messages and new patient showing up on pyxis really slow. A technical support specialist confirmed no issue with communication. The system functioned as intended after troubleshooting.